Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Update to section b5.

Event description:
The reported problem was first identified at the beginning of a procedure. The intended procedure was a colonoscopy and was completed after a 45 minute delay; the patient was not under anesthesia. The same device was used to complete the procedure. There was no patient injury that occurred associated with the event.

Manufacturer narrative:
The suspect device was returned to olympus. The unit was tested and no problems were found. The reported problem was not reproduced.

Event description:
A user facility reported to olympus that the device was generating the errors "b30" and "e216". The problem, as reported to olympus, occurred during a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since no problem with the device was confirmed at the repair site, the probable cause of the b30 error is related to a broken endoscope used. An error occurred even though the customer cleaned the electrical contact area. A b30 error code is displayed when abnormal on the endoscope side is detected. Per the legal manufacturer, the e216 error included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor complaints for this device.